Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was abnormal additive form. The following information was provided by the initial reporter, translated from french: several problems with last order: dry ssttii tubes (correctly stored in lab with monitored temp) nurse only noticed when it came out of centrifuge that gel deposited against wall of tube. All tubes are affected, is this normal?: tubes were thrown away, except one. Some edta tubes arrive coagulated at technical platform. These are patients who are easy to sample, with different samplers, with whom we never usually have this problem. We do not believe it is a sampling problem and have no explanation. The same with citrate tubes - some tubes arrive coagulated at the technical platform. We do not understand why.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01391 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use with the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was abnormal additive form. The following information was provided by the initial reporter, translated from french: several problems with last order: dry ssttii tubes (correctly stored in lab with monitored temp). Nurse only noticed when it came out of centrifuge that gel deposited against wall of tube. All tubes are affected, is this normal? Tubes were thrown away, except one. Some edta tubes arrive coagulated at technical platform. These are patients who are easy to sample, with different samplers, with whom we never usually have this problem. We do not believe it is a sampling problem and have no explanation. The same with citrate tubes - some tubes arrive coagulated at the technical platform. We do not understand why.